Event description:
It was reported that the patient presented for routine in-clinic follow up. It was discovered that the implantable cardioverter defibrillator was unable to be interrogated via radiofrequency telemetry. No interventions were made. The patient was stable.